Manufacturer narrative:
Initial 2 of 2.Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.

Event description:
It was reported that the patient faced infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on 25 Jun 2026. The issue occurred with two infusion sets.